Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report during the procedure, a pre-existing pericardial effusion worsened requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. Imaging was poor as the patient was not echogenic. The clip delivery system (cds) was advanced to the mitral valve and during positioning of the clip, a pericardial effusion was noted. There was no issue with the cds, but the clip could not be implanted due to the effusion and due to bad imaging. Therefore, the clip was not implanted and was removed. Pericardiocentesis was performed to treat the patient. The patient was stable at the end of the procedure and mr remained at 4. The physician believes the right atrial was perforated during the transseptal puncture. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, the reported pericardial effusion was due to patient and procedural conditions. The reported poor imaging resolution was due to patient conditions. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. The reported patient effect of pericardial effusion as listed in the mitraclip instruction for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.